Event description:
It was reported that the patient¿s pump alarmed due to a low reservoir volume. The patient had gone into ¿crisis.¿ it was stated that the patient was ¿one of those tricky baclofen people.¿ the patient usually came in for refills a week before the alarm date. If the patient reaches the alarm date without a refill it was ¿too late.¿ the specifics of the patient symptoms were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).